Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge jumped from 30% to 5% then back up to 30% within 15 minutes. The customer's blood glucose was approximately 230 mg/dl. Reportedly the customer would continue to use the pump for insulin therapy.